Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Device returned by (B)(6) customer for unknown reason. There was no negative patient impact.